Manufacturer narrative:
Findings: unit received with intermittent button response due to corroded keypad traces. No button error alarm, no unexpected low reservoir alarm, or frozen screen noted. Unit received with minor scratched lcd window and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the pump had a display anomaly. The blood glucose at the time of the incident was 132 mg/dl. Troubleshooting was not performed. The device will not be returned for analysis.